Event description:
Additional information received reported that the neurostimulator was explanted.

Event description:
It was reported that the patient experienced intermittent stimulation (described as sporadic "bursts" of stimulation). The physician planned to revise/replace the device on (B)(6) 2012. There were no injuries associated with the event. Additional information about patient outcome was requested.

Event description:
It was further reported that the physician replaced the implant with a rechargeable stimulator. The lead was tested during the procedure and no faults were found. The patient was doing well and receiving adequate therapy post replacement. It was also clarified that prior to replacement, troubleshooting/reprogramming was performed on numerous occasions with no improvement to symptoms ((B)(6)).

Manufacturer narrative:
Lead model 3093 lot# unk implanted: unk explanted: na. (B)(4).

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2012-00852. Additional review indicated the correct manufacturing site was site (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.